Event description:
Visitec subretinal fluid cannula being used for aspiration of cortical vitreous. Upon removal of cannula, silicone tip was noted to be missing. Tip was identified in the eye and was removed with intraocular forceps.